Event description:
Via clinical study, a healthcare professional reported injecting a patient in the midface with 4 ml of juvéderm® voluma¿ xc, in the jawline with 2 ml of juvéderm® volux¿ xc, and in the lip with 1 ml of juvéderm® volbella¿ xc. A month later, the patient was injected in the cheek with 2 ml of skinvive¿ by juvéderm®, in the midface with 2 ml of juvéderm® voluma¿ xc, in the jawline 1.4 ml of juvéderm® volux¿ xc, and the nasolabial folds with 2 ml of juvéderm® vollure¿ xc. A month later, the patient reported a ¿a palpable area of fullness¿ along the left prejowl sulcus and reported it 3 days later. Two days later, the patient was assessed, where findings were consistent with palpable residual dermal filler/product along left prejowl sulcus that had not integrated into tissue, ¿product aggregation.¿ five days later, the patient reported no change and no inflammation was found. Eighteen days later, the patient was prescribed doxycycline 100 mg po bid for one month. Seventeen days later, the patient requested the product be dissolved. A week later, the patient was treated with hyaluronidase. The next day, the patient was prescribed minocycline 100 mg po bid for one month. After a month, the patient reported the ¿nodule¿ felt harder and larger that was ¿indurated and erythematous.¿ an ultrasound was performed that demonstrated ¿4mm hypoechogenic supraperiosteal pocket with no surrounding cloudiness or epidermal connection,¿ consistent with ¿delayed onset inflammatory nodule.¿ the patient was prescribed a medrol dosepak. Ten days later, the patient reported the event reduced in size and was treated with hylenex/hyaluronidase. Six days later, the patient reported the area ¿felt firmer and subjectively more swollen.¿ the minocycline was finished. An ultrasound that was performed showed ¿6mm hypoechogenic supraperiosteal pocket with no surrounding cloudiness or epidermal connection.¿ the prednisone were tapered to 40mg po x 4 days, 35mg po 4 days, 30mg po 4 days, 25mg po 4 days, 20mg po 4 days, 15mg po 4 days, 10mg po 4 days, 5mg po 4 days. Six days later, at the patient¿s request, another course of antibiotics was given, minocycline 100 mg twice a day x 1 month. Event was ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.